Event description:
Revision surgery - the pt presented in the emergency room with a dislocated hip. When the surgeon opened the hip, he found a broken ring to the constrained liner, causing dislocation. The surgeon replaced with the same parts and closed.